Manufacturer narrative:
(B)(4). It was communicated that the affected product is not available for evaluation. The device was implanted for twelve years. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the return of the actual product involved, our investigation cannot proceed. At this time, we have no reason to suspect that the product failed to meet any product specifications should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due to osteolysis. The articular insert was replaced during the surgery.